Event description:
The reporter stated that there have been issues with air line the line upon drawing back the syringe. "The alaris medley pump has been causing out-gasing". There have been no patient injury or treatment associated with this issue.